Manufacturer narrative:
H3: product analysis of part # 8350316, lot # gb10m001 - visual and optical inspection confirmed one of the tabs on the break off driver has broken. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using drivers and a handle in an l4-5 tlif with revision of prior hardware (syntheses) for an adjacent level breakdown, stenosis of lumbar 4-5. It was reported that when they were setting up for the case, one of the back prongs in the second driver fell out. The first driver and torx shaft broke while trying to remove prior syntheses hardware. The internal mechanism of the handle broke while final tightening the final construct. The hcp switched to break off set caps instead of the non-break to finish the case. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.